Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set occlusion event on (B)(6) 2024. Blockage was located at the site. Blood glucose level was displayed high at the time of the event. Therefore, patient took correction bolus via pump for the treatment. Patient changed supplies as necessary and resumed insulin therapy. No further information was available.